Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly, rtos (real time operating system) cpu assembly, image processor pcb, backplane, and usb hub were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The clinical imaging specialist reported that the system was locking up during applications training. No patient serious injury or death was reported related to this event.